Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received three normal blood glucose test results, but the patient looked sick. The test results are unknown. The patient was taken to a private clinic, where his blood glucose level was measured again. The results were high and it was reported that the patient was about to enter a diabetic coma. The blood glucose levels measured in the hospital and the kind of treatment were not reported.